Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly had been activated twice and no stents were found inside the injector. The device was returned loose in the thermoform packaging tray, and one (1) stent was found returned inside a cotton swab roll. The trigger button motion was functioning as intended. The device was unable to actuate all remaining positions due to the bent frontal components. The injector¿s frontal components, including the trocar, were found bent which prevented the insertion sleeve retraction motion. This finding likely occurred due to how the device was shipped back. All devices undergo visual inspection via x-ray per manufacturing internal procedure. A review of the x-ray images for the linked manufacturing index revealed that the accepted stent injector contained a straight splayed trocar and two (2) stents on the trocar that met the required specifications. If any of the frontal components were bent during x-ray, the unit should get rejected. Further inspection found no non-conformances related to the reported event. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, the root cause of the reported issue was not conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the trocar broke during attempt to implant the second stent (of two stents) from a trabecular microbypass stent system. Per report, a back-up device was used to complete the procedure. There was no report of patient injury. Additional information has been requested.